Event description:
The reporter stated the surgeon was inserting a single piece silicone lens model number aa4204vf and the leading haptic tore. The lens was removed and replaced with no patient injury and without enlarging the incision. Sutures were not required to close the incision.